Manufacturer narrative:
Device was evaluated by customer with philips remote service personnel.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is not showing changing indicator. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective dfm1 assy ui module 1.1 and dfm100-cbl ui to processor mix. The reported problem was confirmed. Based on the information available, defective parts (dfm1 assy ui module 1.1 and dfm100-cbl ui to processor mix) are replaced to fix the issue. The device was operational after defective parts (dfm1 assy ui module 1.1 and dfm100-cbl ui to processor mix) are replaced. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.